Event description:
It was reported that the patient is claiming negligent design and manufacture of the prosthesis implanted. Allegedly, the patient began to experience pain in the knee area which increased intensity and restricted mobility significantly. It was additionally reported that the rod of the upper portion of the prosthesis was broken and allegedly caused the patient's knee to have displaced by approximately one and one-eighth of an inch.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown prosthetic knee implant. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned